Event description:
Information received indicates the hi/low function of the bed dropped with a patient in the bed. Neither the patient nor the caregiver was injured.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction. No problem found with the bed.